Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was experiencing no urgency. The stim was raised as a result of the no urgency. No further complications were reported. A trial patient reported they had numbness on program 2 and burning in the vaginal area on program 3. It was noted the patient stated they had difficulty with unlocking the controller on (B)(6) and they had to take the batteries out and put them back in for it to work. It was noted the patient decreased stimulation and the burning went away. It was noted the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown. ¿MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was experiencing no urgency. The stim was raised as a result of the no urgency. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.